Manufacturer narrative:
(B)(4).

Event description:
It was reported that higher than upper limit hv lead impedance measurements for the last few days were observed. All other lead measurements were stable and in-range. The shocking configuration was reprogrammed a year ago. The lead was capped and replaced on (B)(6) 2016.